Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient¿s profiles were not visible. A technical support specialist confirmed that the orders were flowing again, issue fixed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a disconnected symbol, and they had trouble finding their patient's list. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.